Event description:
The patient reported that since (B)(6) 2016 they are having a hard time peeing and are not getting any therapy relief. It was stated that adjustments have been made using the patient programmer (pp) and it will help but then later it won't. The patient also indicated that there is a lump where the implant site is and it is sore. This a result of them feeling that the implant flipped over on (B)(6) 2016 after they had been on their feet all day and went to lay down. The patient has a follow up appointment with their healthcare provider (hcp) on (B)(6) 2016. Indication for implant is urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6) 2017. The patient stated that they had pain at their implantable neurostimulator (ins) site which began at (B)(6) 2016, they had shocking stimulation that was too high which began last week, and they had a loss of therapeutic effect which began at an unknown date. The patient stated that their implant site hurt all the time again. The patient stated that all of a sudden they had 3 days of intense shocking/stinging and their muscles were cramping up. The patient could feel it/turned back on but cannot go over 0.5 or 0.6 volts because it starts to hurt. The patient stated that they are hardly peeing. When they first got the device it felt really good, everything was okay, and it stopped but the patient still has never peed really good/does not pee a lot. The trial was more successful than the implant. The patient got to 7 times a day for diarrhea and was peeing normal but they never had the same results with the implant. They got to the bathroom with diarrhea probably about 25 times a day and then the patient stated that now they have diarrhea a lot sometimes 30 times a day. They do not eat a lot but they drink a lot of water; 4 gallons a day, but sometimes they only pee half a cup or a cup or sometimes just dribbles. The patient feels like they really have to go pee. The patient¿s healthcare professional (hcp) told them that if the device did not work they would have to go to a catheter. The patient tried all 3 other programs and was currently on program 1. They tried to tell the patient how to use the patient programmer when they were leaving the hospital but they were all doped up so the patient went home and read the book. There were no trauma/falls related to the issue and the patient stated that they would follow up with their hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.